Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary.

Event description:
Unomedical reference number (B)(4). Event occurred in hungary. It was reported patient faced insulin flow blocked alarm event on 20-may-2024. No further information available.